Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time settings on the pump were inaccurate after a software update. Blood glucose level was 164 mg/dl. Tandem technical support assisted the customer with correcting the time.